Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the ccd module with drive pcb fluid damage, the light guide cable coating damage, the insertion flexible tube compressed (short in length), the angle wire corroded, the insertion flexible tube attaching nut corroded, the forward body frame corroded, the connecting receptacle corroded, the mechanical base plate corroded, the nozzle gluing missing, the lcb (light carrying bundle) crushed, the segment steel braid deformed, the root brace rubber (insertion flexible tube) cut, the lg prong top dirty, the lg prong loose, the angle wire improper adjustment, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, and the light guide cable lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.